Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. Diagnostic values indicated that the output current reported low (2.5ma) with the device programmed to 3.5ma. However, the measured output signal amplitude (both prior to and after the monitoring test) demonstrates that the generator is able to deliver the programmed 3.5ma (with a 4k ohm load (maximum output 12.00v)) despite the warning message of a low output condition.

Event description:
It was reported by the explant facility that the generator that was replaced on (B)(6) 2013 was available for return and the reason was reported as ¿malfunction.¿ generator was received on (B)(4) 2013. However, analysis has not been completed to date. The return product form reported the reason for replacement as "malfunction of neurostimulator generator; patient report of pain." On (B)(6) 2012, the patient was reported to have a constant bad headache on the left side. After the output current was turned down, the headache appeared to resolve. The patient seemed to be doing better on (B)(6) 2012. No medication changes were noted but the output current was increased to 3.25 ma on (B)(6) 2012 on the previous visit and the on time was increased from 30 to 60 sec. Later on (B)(6) 2012, the off time was programmed to 0.8 min from 1.8 min. On (B)(6) 2013 clinic notes, the patient presented with long history of headaches, which increased progressively for which the patient claimed having headache almost every day. Pain she described as diffuse pressure type, when headaches are severe accompanied by nausea. Later in clinic notes dated (B)(6) 2013, the patient reported continued headache and neck pain. Pain was mainly in the occipital region radiating to the top. The patient reported the neck pain was aggravating the headache. Medication was helping, but the headaches were ¿not well controlled.¿ on all three of these visits, the medications were not changed. Additional information was received from the neurologist which revealed that he believes the patient¿s neck pain and resulting nausea was likely related to vns. The neurologist believed the increased seizures, magnet activations not helping seizures, neck pain and headaches were related to vns, but the specifics were not provided. He reported that magnet swiping technique was observed to confirm that it was effective in initiating magnet stimulation. There were causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increased seizures, but details were not provided. The patient has multiple seizure types that increased. No patient manipulation or trauma occurred that is believed to have caused/contributed to the events. Interventions taken for these events included programming changes and change in medication. Surgery was taken to preclude a serious injury. No additional information was provided.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported on (B)(6) 2013 that the patient was seen on this date and low output current was detected on the patient¿s system. It was initially reported as ¿high impedance,¿ but the diagnostic results show the output status reported to be ¿low¿ as initially reported. About a month prior, the patient stopped feeling normal mode and magnet mode stimulation and was having an increase in seizure frequency (below pre-vns baseline), which were now not responding to the magnet activations. There was no known cause for the lead issue as the patient has continued to have seizures with the vns, so it is unknown if this was the cause. The patient's device was not disabled at that time but has been referred for consult and surgery as the patient experience a change in efficacy. Clinic notes from the neurologist dated (B)(6) 2013 reported ¿malfunctioning vns lead.¿ the patient claimed that her seizures were not well controlled on this visit and in the previous visit on (B)(6) 2013. She reported eight to nine seizures since her last office visit, three of which were on (B)(6) 2013. Medication was noted to not be helping the patient much. Previously on (B)(6) 2013, the clinic notes indicate the patient¿s seizure frequency was variable. The patient was not well controlled on multiple medications and vns therapy. The patient was continued on her current medications and one medication was increased. The patient was under a lot of family stresses. On (B)(6) 2013, medication was believed to be helping her but not on (B)(6) 2013. Attempts for additional information have been unsuccessful to date. The patient had generator replacement on (B)(6) 2013. The lead was not replaced. Attempts for product return are in progress but have been unsuccessful to date.

Event description:
It was reported that the vns physician performed both system and normal mode diagnostics on the patient's demipulse device, and the results showed low output with a corresponding message to decrease the patient's output current to 3.0ma. The patient was programmed to 3.25ma at the time of performing the diagnostic test. When the output current was decreased to 3.0ma, all diagnostics were within normal limits with ifi=no. The physician elected to increase the output current back up to 3.25ma on (B)(6) 2012. A copy of the physician's flashcard was obtained and reviewed by the manufacturer which confirmed the sequence of events. The low output current message was received at a output current of 3.25ma, but all diagnostics were okay with the output current of 3.0ma. There was programming history available through (B)(6) 2012 in the in-house programming database but there were no subsequent diagnostic tests performed after (B)(6) 2012.